Event description:
The site reported that when selecting true size multi-format printing of mammography images, the print area changes to scale to fit.

Manufacturer narrative:
Based upon the investigation, the issue is related to a version 5.7 software defect. This issue is only present when printing true size multiformat mammographic images. As a result, the print area changes from true size to scale to fit, where image magnification is less then true size or 100%. If the user has a textbox present on the image showing image magnification they will be aware of the print area change to scale to fit, however if they choose to remove the text box they may be unaware that the printed multiformat image is not the selected true size. This issue does not impact printing one mammographic true size image or affect mammographic images visualized on soft copy display. Also this issue does not affect true size multioformat printing for general radiography images.